Event description:
Event description cpi received information that this transvenous defibrillation lead had dislodged and was in the 'outflow tract'. The lead was capped and abandoned in the patient. Other cpi leads were successfully implanted as well as an upgraded device.